Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that the evening shift on (B)(6) 2018 noticed that an unspecified number of patient samples had questionable ise results since anion gap results were bad on the cobas 6000 c (501) module - c501. The customer performed a patient correlation study with a second analyzer and the customer did not feel the results were great. The customer then ran calibration and controls after this correlation study and these were successful. The customer then stopped running patients at that time since they were not comfortable with values generated by the analyzer. On the morning of (B)(6) 2018, the customer ran calibration and controls. The customer then ran another correlation study and all samples correlated well, including anion gap. The customer then started running patient samples and received an ise internal reference error. The customer repeated these samples on a second c501 analyzer. The customer provided data for two patient samples that had erroneous results for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride). The first sample initially resulted with a sodium value of 165 mmol/l, which repeated as 131 mmol/l. The initial chloride result from this sample was 79 mmol/l, repeating as 90 mmol/l. The erroneous initial results from this sample were not reported outside of the laboratory and the repeat results from the second c501 analyzer were believed to be correct. The second sample initially resulted with a potassium result of 4.8 mmol/l, repeating as 4.2 mmol/l. The erroneous initial result from this sample was reported outside of the laboratory. The repeat result was believed to be correct and an amended report was issued. The emergency room was also notified of the repeat result. This patient was not harmed or treated based on the erroneous results. The patients were not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the sipper tubing came off of the sipper probe. He reconnected the sipper tubing. All mechanical and operational checks passed successfully. Ise checks were within specifications. He ran precision studies.